Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, there were reboots observed in black box. The batter compartment is cracked. There was moisture damage found inside battery compartment. There was no damage to battery cap. Battery cap able to attach securely to pump. Pump exercised with no power issues occurring. The battery cap contacts were within specifications. The pump leaks at battery compartment. The pump was opened and there was no damage found to the power circuit, no further evidence of moisture damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it, and the yellow o-ring was visible. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.